Manufacturer narrative:
Additional information- no patient involvement. Event information added to section b5. Device evaluation- the device was returned for evaluation. The device was given delivery accuracy testing. The device was found to meet the delivery specifications for the cadd system (+/-6%). The reported issue was not confirmed during testing.

Event description:
Additional information- no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump was over infusing. No adverse effects were reported.